Event description:
After flushing cypher (3.0/13mm), when the cypher was being inserted in the pt, physician confirmed the stent to be flared at the distal end of the stent. Therefore, a different cypher (same size) was implanted at the target lesion and the procedure was finished successfuly. There was no reported pt injury. The product was clinically used but the product will not be returned for analysis because the product was discarded at the hospital due to the patient's infectious disease. The pt was a male. The target lesion was lad. The lesion was a de novo. The vessel was not calcified and moderately tortuous. There was 90% stenosis.

Manufacturer narrative:
Please note that this device is distributed outside the (us). However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.